Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 77-year-old female with an indication for use of mechanical circulatory support due to postcardiotomy cardiogenic shock (pccs), with a pre support clinical state consistent with scai shock stage d, underwent attempted impella 5.5 support via right axillary/subclavian surgical arterial access. The patient¿s target vessel was known prior to insertion to be calcified and tortuous. Based on the available information, this event involved aborted impella 5.5 support attempts due to the inability to advance the devices through a known calcified and tortuous right axillary artery. The first device exhibited elevated motor current and pump stop alarms after removal and saline basin operation; however, the device was not reinserted and no definitive device malfunction was confirmed. The second device was unable to traverse the vasculature and was stopped shortly after activation, with resistance and excessive force noted during delivery. The overall outcome was consistent with an aborted procedure related to challenging patient anatomy, with no confirmed device defect identified. The patient survived the explant. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report. H6 health effect - clinical code e2403 was erroneously entered on the initial manufacturer device report.